Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system is not capturing images. No patient injury was reported.